Event description:
It was also reported that the physician ¿cleaned up the infection¿, but the patient still had the infection. The physician was planning on putting the pump in on the other side when the infection cleared up. The reporter said that where the pump came out was ¿really sore¿ and ¿it¿s just getting worse¿. The patient was advised to call her doctor about it. The patient said that the pain pump had worked, was ¿awesome¿, and after about five, six years the patient ¿felt like a human again¿.

Event description:
Patient outcome was resolved without sequelae.

Event description:
Additional information: the location of infection was the pump pocket. On (B)(6) 2011, the patient was treated with clindamycin 300 mg 4 times daily for 7 days. Slight erythema was noted; the patient complained of burning pain at the anterior pump site. The event severity was reported as moderate. On (B)(6) 2011, the erythema was improving. On (B)(6) 2011, it was noted the redness continued and leg swelling was noted. The patient was instructed to clean the site 3 times daily. On (B)(6) 2011, the patient was treated with clindamycin 300 mg 4 times daily for 10 days. On (B)(6) 2011, the patient continued to have slight erythema and the lower extremity swelling continued. On (B)(6) 2011, slight erythema was noted. On (B)(6) 2012, lower extremity edema continued, some erythema at the anterior pump site was noted. The patient was treated with clindamycin 300 mg 4 times daily for 10 days. On (B)(6) 2012, the patient continued to have erythema surrounding the anterior pump wound. On (B)(6) 2012, the anterior pump was surgically explored and antibiotic wash was performed. On (B)(6) 2012, the wound "looked better but had drainage". On (B)(6) 2012, 2 small tracts with drainage were noted. On (B)(6) 2012, the entire pump system was explanted. The pump was programmed to deliver dilaudid 4 mg/ml. The patient outcome was reported as ongoing event.

Event description:
Additional information: it was reported daily packing of the wound; smaller but still not closed in entirely (B)(6) 2012. The patient was being followed by infectious disease and treated with bactrim ds.

Event description:
Additional information: date of bactrim ds treatment was (B)(6) 2012. It was reported that there was still a small opening in the wound on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter passer model: 8591-60, lot #: c5 3279, implanted: 2011 (B)(6), explanted: unk; programmer model: 8835, serial #: (B)(4).

Event description:
It was reported that the patient's pump was removed due to the infection. Patient was to have a new pump placed once the infection cleared. Patient experienced soreness and pain at the incision site. Additional information has been requested, a follow-up report will be sent once it becomes available.